Event description:
It was reported during pm the cardiosave intra-aortic balloon pump (iabp) with the batteries was defective. A getinge field service engineer evaluated during the maintenance of the device, it was determined that one of the batteries was defective. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated during the maintenance of the device, it was determined that one of the batteries was defective. The battery of the device needs to be replaced. The 9v battery alkaline part of the device needs to be replaced. The faulty battery of the device was replaced. Functional tests of the device were carried out. The device was operated with trainer and test equipment. The device was delivered to the user in working condition.

Event description:
It was reported during pm the cardiosave intra-aortic balloon pump (iabp) with the batteries was defective. A getinge field service engineer evaluated during the maintenance of the device, it was determined that one of the batteries was defective. There was no patient involvement.